Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while ligating the vessels and upon trying to fire the clip applier during a nephrectomy procedure, the surgeon had difficulty squeezing the handle and the clips appeared to misfire. They opened another clip applier to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with one remaining clip. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip f ormation was confirmed. The jaw and handle moved smoothly through the firing cycle and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly r eviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.